Event description:
It was reported that the pink slide had moved forward into the viewing window at pod activation however the cannula had not deployed and the patient noted nothing had inserted into the skin, indicating that the needle did not deploy. The pod was not worn and no impact to the patient¿s blood glucose levels were reported. The patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.